Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator options are not available in the unit. Found technical error 249004 and configuration error. The failure occurring at time of unit switch on no patient involvement.